Event description:
It was reported that the stent partially deployed and stretched, requiring additional stent placement. A 6mm x 150mm, 130 cm eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. During the procedure halfway through deployment, the stent ceased to deploy over the non-boston scientific 0.014 guidewire. The thumbwheel worked, but the stent did not deploy. The pull grip was also used in an attempt to complete deployment. The handle was taken apart, and the stent was manually deployed. The stent elongated significantly, approximately 10cm. The deployment catheter became stuck to the guidewire. Guidewire access was lost in order to remove the deployment catheter. The elongated stent was relined with a non-boston scientific stent. No patient complications were reported.